Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Unknown invacare power chair isn't working. The end user states the chair has a left motor fault code. He states he can turn the unit on and then off again and the chair will drive. Now, it will not. The end user states the chair has a mpj screen and the error code is scrolling across the bottom.